Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, no battery, low battery, battery out limit or failed battery test alarms noted during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected stuck at number 6 and shut-off anomaly noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump would count up to six after each battery change and then shut off. Customer's blood glucose was 140 mg/dl. Customer reported that there was a crack near battery compartment and display screen had small cracks. Customer was advised that insulin pump would need to be replaced.